Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000284 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included the use of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was pulled in from the side-port. After the sheath was inserted, and thirty (30) minutes after its use, the event occurred. There was no change in appearance. The issue was resolved by replacing the sheath. The hemostatic valve itself was not broken. No air entered the patient¿s body and air remained inside the side-port.